Event description:
As reported: clinical study pegasus subject (B)(6). Adverse event: pain patient experiencing symptoms of greater trochanteric bursitis, possibly from her prominent lag screw on the lateral border of the femur following fx compression patient previously achieved bone consolidation at 3 month visit ((B)(6) 2023) both clinically and radiographically.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown